Event description:
Pt was implanted with a tag thoracic endovascular stent in 2005 for a 5.0 cm descending thoracic aneurysm. Pt post-op developed an acute right posterior mca stroke. Pt was discharged home four days later. Subject was readmitted in 2005 with complaint of back pain, ruq pain and fevers. Pt underwent CT scan that showed abnormal soft tissue density surrounding the stent graft. There are associated tiny bubbles of gas seen within the area of the hematoma consistent with superimposed infection. A type I endoleak was also identified. Pt was started on antibiotics. About a month later, pt was coughing up large amounts of blood and quickly became unresponsive.